Manufacturer narrative:
This is 18 of 20 MDR reports submitted for this literature article. Initial author of the published article is dr. (B)(6). (B)(4).

Event description:
An article published in the british journal of urology detailed the results of perioperative adverse events (aes) from patient in a retrospective study examining the effect of continued anticoagulation undergoing photoselective vaporization of the prostate (pvp) with the greenlight moxy laser fiber. 373 male patients with a mean age of 69.9 underwent pvp treatment from july 2010 to december 2016. The article list 82 treatment-related perioperative aes occurring within 90 days of surgery for: capsular perforation in 3 patients, bladder mucosal injury in 2 patients, recatheterisation in 13 patients, hematuria in 6 patients, clot retention in 3 patients, acute urinary retention in 12 patients, fever in 3 patients, nausea/vomiting in 5 patients, pain in 1 patient, uti in 8 patients, infection (other) in 9 patients, urethral stricture in 3 patients, sepsis in 5 patients. Additionally, there were the following clavien dindo grade iiib adverse events for: bladder neck contracture in 3 patients, ureteric stent (ae unspecified) in 1 patient, urinary sphincter in 1 patient, ¿other¿ (ae unspecified) in 1 patient and the following clavien dindo grade ivb adverse events: sepsis in 1 patient, atrial fibriallation (sepsis) in 1 patient, major capsular perforation in 1 patient. This report is for: classification of clavien dindo grade ivb due to sepsis in 1 patient.